Event description:
It was reported that during implantation there was a leak in the delta chamber. The valve was replaced and there was no impact to the pt.

Manufacturer narrative:
(B) (4). The valve was patent, but it did not pass leak testing due to several tears on the top and bottom of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our values are 100% tested at the time of manufacture.